Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and boston scientific lynn suprapublic mid-urethral sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic relaxation and rectocele. It was reported that the patient underwent the concurrent procedures of anterior and posterior colporrhaphy and perineoplasty during mesh implantation.